Event description:
The customer reported navigation (nav) ring not responding. The field service engineer (fse) confirmed that the nav-ring was not responding. No impact as the device can be controlled via the touchscreen interface. Small cracks in the rear display bezel and top cover were noted. The fse recommended replacement to the customer. There were no exposed conductors or sharp edges.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The field service engineer (fse) confirmed the reported issue. The fse replaced the front bezel to address the reported navigation ring issue. The fse also replaced the rear display bezel and the top cover to address the damage found. After this repair the unit was tested as per the service manual. All tests passed successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
The customer reported navigation (nav) ring not responding. The field service engineer (fse) confirmed that the nav-ring was not responding. No impact as the device can be controlled via the touchscreen interface. Small cracks in the rear display bezel and top cover were noted. The fse recommended replacement to the customer. There were no exposed conductors or sharp edges.